Event description:
Complaint alleged that the unit siderail was unable to lock in place.

Manufacturer narrative:
Technician found siderail was unable to lock in place. Replaced the center arm assembly to resolve this issue. Bed was found in storage area.